Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A return procedure for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient passed away as a result of pneumonia and kidney failure. As such, the homechoice is no longer a suspected device in the patient's death. No additional information is available at this time. The device was returned and an evaluation was performed to investigate the reported death. The event history log was reviewed and revealed no programming, malfunction, or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported event. The device was determined to meet functional and electrical performance specification requirements. An internal and external visual inspection revealed no problems related to the reported event. There were no leaks or moisture identified during testing. No malfunctions or failures were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the service history and device history record was performed and revealed no failures or problems that were the same as or similar to the reported event. Should additional relevant information become available, a supplemental report will be submitted.